Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm which occurred on the home choice (hc). The process step was not specified, and the home patient (hp) was not connected at the time of the call. The nurse stated that she reviewed the alarm log and found se 2240. The technical service representative (tsr) explained the alarms to the nurse. The nurse was unsure if the patient was connected during the se 2240 alarm. The nurse was to stress to the hp to call for technical assistance when alarms occur for better troubleshooting assistance. The sample was discarded. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error (air in line) 2240 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).